Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 4.11e. P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with missing battery cap metal contact, cracked case(battery tube), cracked battery tube threads and missing serial number label.